Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that pump display went black, pump display would not turn on and an unspecified malfunction occurred when customer pressed the wake button. In addition, the customer received a button alarm. Customer stated that nothing was pressing on the button when the button alarm occurred. The customer reverted to an alternate method of insulin therapy. Blood glucose was not impacted.